Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the 'ok' button was found to be unresponsive. There was no physical damage observed to the keypad. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the 'ok' button was found to be unresponsive. There was no physical damage observed to the keypad. The keypad was removed and contamination was observed under the keypad contacts. Unrelated to the event pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).